Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Per customer, it is their policy not to provide patient information.

Event description:
It was noted that during a titrating infusion of levophed, the pump module overheated and was hot to touch, which resulted to the melting of pump segment of the tubing in two areas. The device did not alarm for occlusion. The subsequent non-infusion of levophed caused an acute hypotension and administration of vasopressin, as well as boluses of normal saline and blood transfusion. Furthermore, the patient needed blood cultures taken and other laboratory tests. The pump was replaced, levophed infusion was restarted at a lower dose, and vasopressin was discontinued. Patient's sinus tachycardia was resolved. Prior to the event, the tubing was at least a few days old as the patient had been requiring levophed to maintain a normal blood pressure intermittently throughout the past several days. Earlier the same day, the patient required a low dose medication administration and responded appropriately to the levophed that was delivered using the same pump and tubing. The event occurred at neuro intensive care unit. The customer provided a photo of the product.

Event description:
It was noted that during a titrating infusion of levophed, the pump module overheated and was hot to touch, which resulted to the melting of pump segment of the tubing in two areas. The device did not alarm for occlusion. The subsequent non-infusion of levophed caused an acute hypotension and administration of vasopressin, as well as boluses of normal saline and blood transfusion. Furthermore, the patient needed blood cultures taken and other laboratory tests. The pump was replaced, levophed infusion was restarted at a lower dose, and vasopressin was discontinued. Patient's sinus tachycardia was resolved. Prior to the event, the tubing was at least a few days old as the patient had been requiring levophed to maintain a normal blood pressure intermittently throughout the past several days. Earlier the same day, the patient required a low dose medication administration and responded appropriately to the levophed that was delivered using the same pump and tubing. The event occurred at neuro intensive care unit. The customer provided a photo of the product.

Manufacturer narrative:
The reported incident that the pump module stopped infusing medication and was confirmed through the customer provided photo to be the result of the tubing being fused/crimped in the pumping segment aligned with the top and bottom occluders. The reported incident that the pump module did not alarm for occlusion was confirmed through log review. The reported incident that the pump module overheated and was hot to touch could not be confirmed in this investigation. The inspection process performed found no evidence of any thermal damage on the electronic components of the pump module. The visual inspection of the returned pumping segment and photo provided by the customer found fusing/crimping of the tubing in the pumping segment aligned with both the top and bottom occluders. Customer reported the tubing was melted in two areas; however, the fusing/crimping is the result of tubing being left idle in the pumping chamber mechanism in a fixed compression for an extended period of time. Customer reported that tubing was at least a few days old. The device did not alarm for pump chamber blocked due to the fact that the set contained two fused segments preventing the device from using the chamber blocked algorithm to detect this condition. Laboratory testing performed found that the returned pump module was operating within specification. Asm patient side and fluid side occlusion testing was performed on pump module. Results indicate that the pump module passed the fluid side and patient side occlusion testing. Additional testing for an undetected pump chamber blocked condition was performed using lab administration set and syringe to collapse the pumping segment of the tubing. Loading an administration set into pump module then programming and starting an infusion, induced the ¿pump chamber blocked¿ error message. The root cause of the customer reported event that two areas of the pump segment melted, and that the pump module did not alarm for occlusion and stopped infusing, was determined to be the result of the pumping chamber of the set fused together in two separate locations. Based on prior investigations this was likely due to the tubing left idle in the pumping chamber mechanism for an extended period of time. This was confirmed through visual inspection of the returned pumping segment and customer provided photo in which the areas of the tubing aligned to the top and bottom occluders were crimped/fused. The root cause of the reported event that the pump module overheated and was hot to touch could not be identified in this investigation. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 02oct2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 21jul2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production records were opened for the source device.